Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra select catheter, a non-penumbra sheath and a guidewire. During the procedure, the physician placed the benchmark in the target vessel with the guidewire and select catheter. Upon removing the select catheter, the physician noticed that the benchmark appeared to be unwinding. Therefore, the physician was able to manually pull and removed the benchmark successfully. The procedure was completed using a new benchmark and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed coil winds were exposed coming out of the hub. Evaluation revealed that a coil wind may have been exposed within the hub. Manipulation of a device within the benchmark may cause the exposed coil wind to start unraveling. The root cause of the coil wind becoming exposed could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #03 MFR report:3005168196-2023-00509.

Manufacturer narrative:
Please note that the following sections were inadvertently missed on the follow-up #01 and are being included on this follow-up #02 MFR report:3005168196-2023-00509. 1. Section h. Box 6. Conclusions code 1